Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube was separated 23.5 cm distal to the strain relief tubing. The fracture faces were oval shape as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were two kinks in the hypotube 1.5 cm distal to the separation and 1.5 cm proximal separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was moderately tortuous and calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a tight lesion in the proximal left antereior descending artery with 95% stenosis. After pre-dilating the lesion with a 2.0 x 10 mm non-abbott balloon, the vision 2.75 x 18 mm stent was advanced, but failed to cross the lesion. The procedure was completed using a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. Return device analysis revealed the proximal shaft was separated. Follow-up information confirmed that this damage occurred during the crossing attempt. No additional information was provided.